Event description:
Customer reported a discrepant result for ph between a clinitek 50 instrument and a ph probe. Patient was a chemotherapy patient treated with methoxotrate. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to patient health.

Manufacturer narrative:
Manufacturer believes it is likely that a metabolite of the methotrexate caused a reaction with the methyl red in the multistix ph reagent which resulted in the ph reagent indicating that the sample was acidic. The ph meter would not have been effected and would have provided the correct result. Customer reported that the reagent and instrument worked fine with qc material.